Event description:
It was reported that during a ptca treatment procedure involving a stenotic lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon lost pressure at 6atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown). The maverick2 monorail balloon was removed and replaced with a premio catheter to successfully complete the procedure. The pt was asymptomatic during this event. A 6f zeon introducer sheath, a getz brothers neo's guidewire (size unknown), a medtronic zuma guide catheter (size unknown) and an everest inflation device were also used in this case. Pt status is reported as 'good'. No add'l info is available.